Event description:
The customer reported that the one hour timed sample tube for a glucose tolerance test was missing. The customer went to the accelerator storage and retrieval module (srm) and started looking at the storage content listing and found five tubes stored that did not conform to their sample identification (sid) algorithm. Those tubes were retrieved from the srm and one was the missing sample (sid (B)(6)). The customer stated that the input/output module (iom) barcode reader treated these tubes as if complete and sent them to storage after pre-analytical processing using the centrifuge or decapper modules based on lane input assignment. No testing was performed on these tubes so test results were not impacted by misread of sample labels. The customer also stated that these tubes were placed on the iom after retrieval from the srm. On the second input on the iom all tubes were successfully read and matched the correct sid on the tube label. Initial read on these tubes corresponded to numbers such as 7, 94, 35; however, their sid algorithm contains 10 to 12 characters. No suspect results were reported from the lab. A service call was initiated. There is no impact to patient management reported.

Manufacturer narrative:
(B)(4). Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. Tracking a trending did not identify an adverse trend for the issue under investigation. Current labeling adequately describes configuration parameters for bar codes and samples and acceptable bar code specifications. An investigation was opened to investigate the issue of bar code labels being misread as 1-2 digit sids and character substitutions. (B)(4) will release a new barcode reader configuration file as an enhancement that will define the default minimum setting as four and the maximum as 24. A technical service bulletin was issued to ensure the parameters for the barcode readers on the iom centrifuge and i2000sr instrument module are uniform and that they are optimized for the sample barcodes used by the customer.